Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to power on after the power went out in the home during a thunderstorm. Troubleshooting steps were taken, to no avail. The monitor was replaced. No patient complications were reported as a result of this event.

Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to power on after the power went out in the home during a thunderstorm. Troubleshooting steps were taken, to no avail. The monitor was replaced. No patient complications were reported as a result of this event. It was further reported that the monitor was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply voltage was out of specification low. Due to this condition the unit was unable to power up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.